Event description:
Customer reported that the sensor cannula came out with the needle during insertion. Blood glucose level was 110 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection, found cannula retracted. Unable to verify sensor anomaly due to sensor being opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.